Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The device has not been returned for evaluation. No determination can be made as to the cause of the reported issue. If a revision surgery is performed and the implant returned, a supplemental report will be filed. Additional product codes for this device are: kwq, nkb, mni, kwp, and osh.

Event description:
A creo locking cap has disassociated from the screw head. No revision is scheduled. The initial surgery was (B)(6)2017.